Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. "A review of the device labeling was completed. Iritis (iridocyclitis), anterior chamber empyema (reported as hypopyon) and fibrin precipitation are identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Opegan is purified sodium hyaluronate manufactured by (B)(4). Literature reports that there are numerous pathogens that are resistant to moxifloxacin. It should be noted that the event could be multifactorial in nature including patient and/or procedure related factors." Claim# (B)(4).

Event description:
A facility representative reported that a 12.1mm vicm5 12.1 -4.00d implantable collamer lens (icl) was implanted into the patient's right eye (od) on (B)(6) 2024. The patient underwent bilateral sequential surgery. Concomitant products used intraoperatively include intracameral moxifloxacin, opegan ovd and the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed. Presentation of hypopyon, fibrin and ac cells were observed. Cultures were not taken for analysis. Antibiotic, steroid and nsaid ophthalmic drops were given for treatment. On day 8 follow up "inflammation continues". The lens remains implanted. In the reporters opinion, the device caused the event and an investigation report was requested.